Event description:
It was reported by aci's vascular closure specialist that a male pt underwent a coronary diagnostic procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f cordis sheath. Pre-procedure femoral angiogram revealed no presence of calcium in the vicinity of the puncture site, and the vessel size to be 6mm. Following the procedure, the radiologist technician (rt) who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f for femoral arterial closure. It was reported that as the rt retracted the shuttle back to the handle, the sealant was still visible at the distal end of the advancer tube. The physician converted the pt to 5 minutes of manual compression, and hemostasis was successfully achieved.

Manufacturer narrative:
The returned device was received with the sealant and advancer tube in the deployed position. A number of component features were measured that may have contributed to the incident. All features were found to be within specification. Based on the provided info and the investigation performed, the root cause for the reported failure to deploy could not be determined. The review of the lhr (lot f1129207) indicated that the device lot met all established performance criteria prior to shipment.